Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This master tool manipulator (mtm) was returned for failure analysis and the reported 23062 error was confirmed and replicated during in-house testing. In the system logs, the 23062 error was found indicating a failure on the wrist pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument and 23062 (eevt_dafd3_mvt_err) error on the wrist pitch axis was observed. After installing on a surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed gravity balance test post sine cycle. During calibration, the unit failed gravity homing calibration with error codes: 23062, 23065, 26024, and 23002. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the wrist pitch motor and slipring in the mtm. This issue may be resolved by fse service to replace the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console's right master tool manipulator (mtmr) was faulting. The caller stated they were getting the option to retry or disable mtmr. The caller stated they had been pressing the retry button and it was working. They were proceeding with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure began as a dual-console case but was completed robotically as a single-console case due to the reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replace the right master tool manipulator (mtmr) due to repeated 23062 errors. The fse booted the console up in normal mode with no errors observed. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.